Event description:
Several months post-op pt dislocated. X-ray showed head not centered in proper offset, requiring open procedure to inspect. Upon revision surgery, a large free floating piece of liner was found between the liner socket and femoral head. Liner was replaced. Rim of liner was damaged during extraction.